Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify nor duplicate the reported issue. The cause of the reported issue could not be determined. The device passed all functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that the paddles lead ECG could not be selected in their device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that the paddles lead ECG could not be selected in their device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.